Event description:
It was reported that during the embolism procedure in the left internal carotid artery (ica), a direct aspiration, first pass technique (adapt) was performed with the subject catheter for ica c2 thrombus, however, the subject catheter distal tip of was stuck and the subject catheter shaft was stretched. The subject catheter was removed from the body, and the sheath was cut and then the subject catheter was inserted into the guiding sheath. However, the subject catheter became withdrawn from the target site by itself and postoperative with the subject catheter, computed tomography (CT) revealed a hyperintense area in the left middle cerebral artery (mca) and showed a high likelihood of metallic residue and also paralysis was noted to the patient after the procedure due to the reported event with the subject device. No further information is available at this time.